Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to fill and also it was difficult to squeeze the water. Per follow up information received on 25nov2021, it occurred during pretest and there was no patient involvement, damage to the catheter was unknown and any hole in this was unknown.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 samples were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure.: visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted obvious visible observation of balloon inflated. Attempted to infuse balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and could not inflate fully. No leaks observed. With syringe attached balloon had not deflated within 5 min. Dissected balloon to find inflation notch perforated but small. This does not meet the specification stating that " verify that the eye punches are complete and notch according to the applicable drawing". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]. Method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to fill and also it was difficult to squeeze the water. Per follow up information received on 25nov2021, it occurred during pretest and there was no patient involvement, damage to the catheter was unknown and any hole in this was unknown. Per sample evaluation from investigator via email on 11feb2022, the foley catheter balloon was asymmetrically.